Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone16.2 cgm sensor type: data not available it was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 4 and 24 hours. The adhesive completely separated from their arm causing the cannula to dislodge. As treatment, a new pod was placed and activated.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod less than an hour. The adhesive completely separated from their abdomen causing the cannula to dislodge. As treatment, a new pod was placed and activated.